Event description:
The customer reported they have been: "experiencing an overage of fluid at the end of each 1 liter primary continuous infusion bag. So instead of a 4 day continuous infusion stay in the hospital, the patient is required to stay an extra day." The customer thinks the rate of infusion is 41 ml/hr and they also use spiros connector. Overfill is removed and the only time the pump is paused is if the patient goes to the bathroom and/or shower. No patient harm or medical intervention reported. No further patient/event information was reported.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation should the device be received for evaluation.